Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. (B)(4). Visual examination of the returned guidewire revealed that the coil wire was kinked and elongated. In addition, the core wire was broken at 1.9 cm from the distal tip the complaint is consistent with the reported event that the guidewire was not stiff and the stainless steel was sticking out. It is most probable that the manner in which the device was handled and manipulated during the procedure and factors as tortuosity and/or patient anatomy could have induced the reported failures in the device. Since the complaint is associated with a product that meets the design & manufacture specification but, due to anatomical/procedural factors encountered during the procedure, performance was limited. Based on all gathered, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff¿ guidewire was used during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the guidewire was not used as it was found not stiff and the stainless steel was sticking out. Reportedly, the guidewire remained intact as one and did not separate. The procedure was completed with a new amplatz super stiff¿ guidewire. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Investigation results revealed on october 12, 2017 that the core wire was broken.